Event description:
The customer's mother reported that the customer was hospitalized due to high blood glucose. Customer was admitted to the hospital for diabetes ketoacidosis. Customer blood glucose was 285 mg/dl. Customer treated with manual injection. Customer stated called 911, blood glucose was 585 mg/dl. Customer was wearing the insulin pump at the time of 911 call. Troubleshooting was done for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).